Manufacturer narrative:
(B)(4). Retainer ring = clear. On (B)(6) 2021 the customer reported hardware damage. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing display window cover, cracked keypad overlay. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. Pump error is found in the long trace file. The pump error occurred on (B)(6) 2021 at 07:27:00 pm. The case was cut open. After visual inspection, there is corrosion on/around the following: battery compartment, battery board; pcba1--j7, da1; rust inside the motor end cap, rust on the force sensor. The force sensor zero offset measured out of spec = 56 mv. In summary, the customer's report of hardware damage was confirmed as the unit booted up. The critical pump error (open book image) alarm and the pump error are due to the moisture damage on the force sensor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = clear. On 08/17/2021 the customer reported hardware damage. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing display window cover, cracked keypad overlay. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. Pump error is found in the long trace file. The pump error occurred on (B)(6) 2021 at 07:27:00 pm. The case was cut open. After visual inspection, there is corrosion on/around the following: battery compartment, battery board; pcba1--j7, da1; rust inside the motor end cap, rust on the force sensor. The force sensor zero offset measured out of spec = 56 mv. In summary, the customer's report of hardware damage was confirmed as the unit booted up. The critical pump error (open book image) alarm and the pump error are due to the moisture damage on the force sensor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.